Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01173. Related manufacturer reference number: 2938836-2020-01176. Related manufacturer reference number: 2938836-2020-01177. It was reported that when the patient presented at a follow-up in-clinic, an oozing abrasion near the bottom of the device pocket was observed. It was determined that the patient had a pocket infection that was not fixed with antibiotics alone. The system was extracted. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.